Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that after over 8.5 years of support, the patient was admitted to the hospital due to a driveline infection. On (B)(6) 2018, a surgical revision of the driveline exit site was performed; however, the infection did not recede and the abscess continued to grow. On (B)(6) 2018, the lvad was exchanged and the new driveline was tunneled to the contralateral site. The explanted device reportedly worked as expected the entire time of support. After the pump exchange, the patient developed right heart failure and expired on (B)(6)2018. No additional information was provided.

Manufacturer narrative:
The evaluation of heartmate ii lvas did not reveal any functional issues. The patient received a pump exchange due to a driveline infection. The root cause of the reported infection could not be determined. Tape repair was present on the majority of the distal segment of percutaneous lead (driveline).tears to the outer silicone sleeve were observed upon removal of the tape repair. Evaluation of the outflow conduit revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.